Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. MFR report 2 of 2, medwatch report #2032227-2012-06200.

Event description:
The nurse called and asked how much insulin the reservoirs held since the customer has been hospitalized for low blood glucose. Advised the caller that the smaller reservoir holds 180 units, and the larger reservoir holds 300 units. No further info was provided.